Manufacturer narrative:
Additional information: d9, h3, h6 (medical device problem code, device component code) plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and the m01.17 (cannot teach pumps) alarm was encountered. The failure was traced to ic22 that was burnt on the I/o board due a shortage founded on the motor pump a. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2024 with dyspnea (onset did not occur during pd therapy). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was transitioned from ccpd to hemodialysis (hd) to promote rapid fluid removal. The pdrn attributed causality to the patient¿s advanced age, loss of dexterity to perform ccpd therapy, and non-compliance to their prescribed treatment regimen. While hospitalized, the patient met with the nephrologist and agreed to permanently transition to incenter hd, as the patient feels they are no longer able to properly perform their treatments. The patient remains hospitalized as of (B)(6)2024 and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to dialysis. The patient reported the liberty select cycler was not ¿cleaning or draining pd solution,¿ which caused fluid to buildup in their heart and lungs. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with dyspnea (onset did not occur during pd therapy). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was transitioned from ccpd to hemodialysis (hd) to promote rapid fluid removal. The pdrn attributed causality to the patient¿s advanced age, loss of dexterity to perform ccpd therapy, and non-compliance to their prescribed treatment regimen. While hospitalized, the patient met with the nephrologist and agreed to permanently transition to incenter hd, as the patient feels they are no longer able to properly perform their treatments. The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, which warranted hospitalization. The pdrn attributed causality to the patient¿s advanced age, loss of dexterity to perform ccpd therapy, and non-compliance to his prescribed treatment regimen. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: b5 (event description) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with dyspnea (onset did not occur during pd therapy). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was transitioned from ccpd to hemodialysis (hd) to promote rapid fluid removal. The pdrn attributed causality to the patient¿s advanced age, loss of dexterity to perform ccpd therapy, and non-compliance to their prescribed treatment regimen. While hospitalized, the patient met with the nephrologist and agreed to permanently transition to incenter hd, as the patient feels they are no longer able to properly perform their treatments. The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.